Manufacturer narrative:
Additional information received reported that a secondary procedure was carried out 3 months after the event to treat the type ia endoleak and migration with a fevar and the implantation of a stent graft extension. It is currently unknown if the event resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size on (B)(6) 2010. It was reported that approximately 8 years later, device migration and type ia endoleak was identified. A patient follow up approximately 3 months later revealed device migration and the type ia endoleak remains unresolved. Per the investigator the cause of the event is device related. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the event was resolved following the secondary procedure. If information is provided in the future, a supplemental report will be issued.